Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst commented that only one of the packaged stylets was returned and it was bent in various locations. Resistance was noted during the insertion test.

Event description:
It was reported that the physician was unable to freely advance and withdraw the stylets within the lead lumen. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.